Manufacturer narrative:
The device was not returned to nevro for investigation. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro by the patient's family that the patient had passed away due to complications from chf, kidney failure and sepsis about 7 months after implant. The physician stated the patient had pre-existing heart-related issues. No additional information was available.